Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure on (B)(6) 2010. According to the complainant, outside of the patient during preparation, the physician noted that the catheter sheath had detached from the strain relief, therefore exposing the braided wire. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.